Manufacturer narrative:
Based on the results of the legal manufacturer's investigation, it was determined that the reported phenomenon of ¿no image¿ occurred because the power of the recorder located between the video output lines was turned off. The physician had placed a recorder in line with the monitor, when turned off, the image did not display. Once the recorder was turned on, the system worked properly. The recorder was removed, and the problem has was resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation as the issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that there was image on the front monitor but no image on the back monitor of the evis exera iii video system center. The issue was found during preparation for use. The customer then reported that the issue was resolved. There were no reports of patient involvement.